Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii through the article titled "the value of cholangioscopy-guided bite-on-bite (on bite) biopsies in indeterminate biliary duct strictures". This international, multicenter, prospective interventional study was conducted between november 2020 and august 2022 to evaluate the diagnostic accuracy of biopsy techniques using digital single-operator cholangioscopy (dsoc) in patients with indeterminate biliary duct strictures (ibds). According to the article, 89 patients with ibds underwent dsoc using the spyscope ds ii, where both single biopsies and bite-on-bite biopsies (bbb) were performed. High technical success rates were achieved for both techniques, with similar diagnostic performance. Bbb did not demonstrate superiority over single biopsies, and prior biliary manipulation was associated with reduced diagnostic accuracy. Following the procedure with the spyscope ds ii, one patient developed pancreatitis and cholangitis. No additional details regarding the severity or outcome of these conditions were reported in the article. There were no reported device malfunctions or performance issues associated with the spyscope ds ii in this event please see the referenced article for full details. De jong dm, et al. The value of cholangioscopy-guided bite-on-bite (-on bite) biopsies in indeterminate biliary duct strictures. Endoscopy. 2025 nov;57(11):1220-1229. Doi: 10.1055/a-2619-6803. Epub 2025 may 23. Pmid: 40409293; pmcid: pmc12566887.

Manufacturer narrative:
Block b3: approximated based on the commencement of the study. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: de jong dm, et al. The value of cholangioscopy-guided bite-on-bite (-on bite) biopsies in indeterminate biliary duct strictures. Endoscopy. 2025 nov;57(11):1220-1229. Doi: 10.1055/a-2619-6803. Epub 2025 may 23. Pmid: 40409293; pmcid: pmc12566887. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis.

Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii through the article titled "the value of cholangioscopy-guided bite-on-bite (on bite) biopsies in indeterminate biliary duct strictures". This international, multicenter, prospective interventional study was conducted between (B)(6) 2020 and (B)(6) 2022 to evaluate the diagnostic accuracy of biopsy techniques using digital single-operator cholangioscopy (dsoc) in patients with indeterminate biliary duct strictures (ibds). According to the article, 89 patients with ibds underwent dsoc using the spyscope ds ii, where both single biopsies and bite-on-bite biopsies (bbb) were performed. High technical success rates were achieved for both techniques, with similar diagnostic performance. Bbb did not demonstrate superiority over single biopsies, and prior biliary manipulation was associated with reduced diagnostic accuracy. Following the procedure with the spyscope ds ii, one patient developed pancreatitis and cholangitis. No additional details regarding the severity or outcome of these conditions were reported in the article. There were no reported device malfunctions or performance issues associated with the spyscope ds ii in this study.

Manufacturer narrative:
Block b3: approximated based on the commencement of the study. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: de jong dm, et al. The value of cholangioscopy-guided bite-on-bite (-on bite) biopsies in indeterminate biliary duct strictures. Endoscopy. 2025 nov;57(11):1220-1229. Doi: 10.1055/a-2619-6803. Epub 2025 may 23. Pmid: 40409293; pmcid: pmc12566887. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. H2: additional information. E1: initial reporter. G2: report source (other). Additional information received on april 15, 2024, from de jong, corresponding author of the literature, indicating that the event occurred in great britain. H2: device analysis. The product was not returned for evaluation; therefore, no direct device analysis could be performed. A review of the available literature and media showed patient anatomy and biopsy forceps; however, the spyscope ds ii device was not visible, and there was no evidence to suggest device malfunction. The reported code device - no known device problem is supported. A review of the instructions for use (IFU) confirmed that pancreatitis and cholangitis are known and anticipated adverse events, with no evidence of improper device use or labeling deficiencies. Additionally, risk documentation confirms that these events have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information, there is insufficient evidence to attribute the reported events to a device malfunction. The occurrence of pancreatitis and cholangitis following the procedure is consistent with known inherent risks of the device. Therefore, the most probable cause is determined to be known inherent risk of device.